Event description:
It has been reported to philips that during maintenance, the azurion suite pc crashed and would not boot. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the suite pc and the flexvision pc. The device was returned to good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use and the issue was found during preventive maintenance (pm). The it was reported that issue was always occurring. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. During pm, it was found that the suite pc crashed. The fse replaced the suite pc and flexvision pc and reloaded software. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.